Manufacturer narrative:
This is a final report. The meter was returned and an investigation has determined the complaint is not confirmed. The meter and strip port were disassembled and it was revealed there was contamination of blood in the test strip port.

Event description:
Customer reported that on (B)(6) 2014 that while lying in bed she began to feel unwell, but when she attempted to perform a test using her adc blood glucose meter she received an ER-3 message on the display. Customer further reported experiencing "sweating" and noted she was "very tired and weak" and was "not moving around". Her son came to visit and called the paramedics. Upon arrival they received a reading of 53 mg/dl on an unknown meter and treated customer on the scene with "detro (oral)" and an intravenous infusion of unknown type. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The meter has been returned and an investigation is in process. All pertinent information available to abbott diabetes care has been submitted.